Event description:
Affiliate reported that after the puncture of the reservoir, the cap was no longer tight and liquid leaked from the reservoir. Due of a subsequent infection the surgeon decided to explant the holter-salmon-rickham reservoir. There was no mention that the product caused or contributed to the infection. The sales rep suspected that the coring of the cap may have been caused by using an unspecified needle type, instead of a huber point needle (25 gauge or smaller) a needle from "smith medical" was used by the surgeon.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation a follow up report will be filed.